Manufacturer narrative:
Date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device leaked at the y-connector during use on the patient. The defective product was changed to new one. There was no patient harm/adverse event reported.

Manufacturer narrative:
H6. Evaluation codes: updated. No product was received for investigation. Therefore, the reported complaint cannot be confirmed. If we receive the product, the investigation will be reopened and a supplemental report will be provided. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.